Event description:
Reportedly, on (B)(6) 2019, the patient was hospitalized due to dyspnea and bradycardia. After interrogation of the device, abnormal atrial and ventricular impedances (>3000 ohm) were observed with pacing failure in both channels. Magnet positioning and emergency key were tested. Preliminary analysis confirmed the reported behavior. At this stage, a device malfunction could not be excluded.

Event description:
Reportedly, on (B)(6) 2019, the patient was hospitalized due to dyspnea and bradycardia. After interrogation of the device, abnormal atrial and ventricular impedances (>3000 ohm) were observed with pacing failure in both channels. Magnet positioning and emergency key were tested. Preliminary analysis confirmed the reported behavior. At this stage, a device malfunction could not be concluded.

Manufacturer narrative:
Preliminary analysis on returned device revealed that an overconsumption was measured. The origin of this overconsumption could not be identified by the analysis.

Event description:
Reportedly, on (B)(6)2019, the patient was hospitalized due to dyspnea and bradycardia. After interrogation of the device, abnormal atrial and ventricular impedances (>3000 ohm) were observed with pacing failure in both channels. Magnet positioning and emergency key were tested. Preliminary analysis confirmed the reported behavior. At this stage, a device malfunction could not be escluded.